Event description:
It was reported that during surgery, liner does not match the required liner type for the surgery, resulting in a delay of one hour. No substantial damage was caused to the patient. Surgery was completed with a backup device from smith and nephew.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device had some scratches from the attempted implantation. A review of complaint history did not reveal additional complaints for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This issue was also evaluated by our internal quality hold process and was found to be isolated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.